Event description:
Pitcher had black spots.

Manufacturer narrative:
A user facility report (B)(4) was received on 12/08/2022 reporting pitcher had black spots. A supplier corrective action request (scar) was issued to the pitcher supplier royal precision plastics. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
The sample was provided to deroyal for evaluation. The supplier corrective action request (scar) was canceled, and the complaint was forwarded to royal precision plastics for a joint investigation because they are considered an internal deroyal facility. The root cause was determined to be embedded contamination from degraded material that has broken loose and passed through with molten plastic into the molded part. Degrade occurs when plastic is sitting in a heated barrel for a prolonged period of time. No corrective actions were taken due to occasional black specks are a result of the normal injection-molding process of polyolefins and are unavoidable in relatively small quantities. As a preventive action in an effort to reduce the potential of embedded contamination, the injection-molding machine's screw is cleaned at least annually. Production records were reviewed, and no issues were found. An inventory check of the pitcher was made by deroyal, a total of 50 of the hd-395-1200-t were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.